Manufacturer narrative:
Batch review performed on 16-aug-2021: lot 1905098: (B)(4) items manufactured and released on 20-nov-2019. Expiration date: 2024-nov-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implants involved: gmk-sphere 02.12.0024r femoral component sphere cemented size 4+ r (k140826) lot. 1905089 lot 1905089: (B)(4) items manufactured and released on 4-oct-2019. Expiration date: 2024-sept-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0413crr tibial insert fixed sphere cr size 4/13 mm r (k181635) lot. 185624 lot 185624: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-sept-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
1 year and 5 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.